Event description:
It was reported there was a burning smell and sparks that came from the display workstation following some electrical peaks at the hospital. It was reported the ep lab had some electrical "peaks" and two display workstations broke down. One of the display workstations experienced sparking followed by a burned smell after the event. The second display workstation did not experience sparking or a burned smell. There was no patient involved during the event. Additional information was requested, but was not available.

Manufacturer narrative:
Device evaluated by manufacturer - visual inspection noted minimal physical damage to the memory fan and wear and tear was revealed on the sides and top of the case. The display workstation (dws) no longer booted properly when pressing or holding the power button at the front of the unit. There was no response from the computer (no audible tones, led signals or fans attempting to rotate). It was determined the power supply unit could no longer deliver power to the rest of the system. There were no burn markings identified on any internal or external computer components. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to environmental factors.